Manufacturer narrative:
The subject device is not available

Event description:
During an urgent neuroradiology procedure, it was reported that the middle section of the guidewire was found broken after the guidewire was removed from the sheath. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the guidewire was broken in two fragments. From the condition of the guidewire at the fracture site, it appears that the guidewire was kinked first and then separated. In addition, the guidewire was bent on several places along its ptfe (polytetrafluoroethylene) length and along its polysleeve length due to handling. It was reported that the no damage was noted to the device packaging, the device was washed with heparin solution, and no resistance was encountered while removing the device from the dispenser hoop. Based on the information currently available and investigation of the device, it is likely that the guidewire became bent during removal from the dispenser hoop, causing the guidewire to fracture. Therefore, an assignable cause of operational context was assigned to the reported event.

Event description:
During an urgent neuroradiology procedure, it was reported that the middle section of the guidewire was found broken after the guidewire was removed from the sheath. No clinical consequences reported to the patient.